Event description:
Our office in the UK received a report that a female consumer experienced intense pain in both eyes, burning, temporary visual disturbance and tearing after soaking her contact lenses over night in totalcare daily cleaner. Patient's use of product was not in accordance to the product's directions for use. Symptoms began when she instilled her lenses. She was seen by an ophthalmologist who advised her to go the hospital after putting comfort drops into her eyes. At the hospital, anaesthetic drops were placed into eyes and eye irrigation was performed. Follow up info was received from the hospital's attending ophthalmologist. Patient used the contact lens solution and developed injected, red, painful eyes with chemosis and conjunctival injection. Corneal abrasion os was also noted. Treated with chloramphenicol, an over the counter medication. Causality assessment relationship between the event and the suspect product: probable. Patient recovered without sequelae.

Manufacturer narrative:
Method: used for chemistry and batch record review. Results code: used for retained results not yet received. It appears the patient used the product incorrectly. In the instructions for use there is a warning on the packaging which states 'do not use directly in the eye'. The precautions on the insert also states 'do not insert lens directly into the eye from total care daily cleaner or put solution directly into your eye'. Product is not a soaking solution.